Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a damage was observed on the lapjoint area (open hole). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft was break. During a procedure, an opticross¿ imaging catheter was selected for use. After the 3rd usage of the device, the physician confirm that the condition of the shaft was about to break. However, nothing was left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft was break. During a procedure, an opticross¿ imaging catheter was selected for use. After the 3rd usage of the device, the physician confirm that the condition of the shaft was about to break. However, nothing was left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.